Manufacturer narrative:
On 12 september 2017, hpf (manufacturer of the item involved in the complaint) provided a document review reporting as follows: batch released on date: 20/04/2015. N. Of pieces released: (B)(4). Comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. We have already received other complaint for this batch. Conclusions: there aren't non conformity elements in the document review.

Event description:
The drill broke during surgery. No fragment fell into the patient, it just broke in two pieces.